Manufacturer narrative:
The devices were not returned for evaluation; therefore, the investigation is inconclusive for the missing component as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two (2) malfunctions. A review of the reported information indicated that model 1808050 implanted port allegedly experienced a missing component. This information was received from various sources. Of the two (2) alleged missing components one (1) did not involve a patient, and one (1) involved a patient with no known impact to the patient.